Event description:
Patient called back and reported information documented that was previously documented. They met with their manufacture representative (rep) the morning of (B)(6) 2017 (as indicated previously) and mentioned the burning in their bladder and that they were still urinating. The patient then made threats of harming themselves; an offer was made to connect the patient with the crisis center, but they declined and said they "can't live like this." It was reviewed with the caller that assistance can be offered to decrease stimulation or turn it off. It was further reviewed that the patient should follow up with their healthcare provider (hcp), but their hcp dismissed them so a physician listing was sent to the patient. During the call, stimulation was decreased from 0.5v to 0.2v and it was reviewed that it will take time for the body to adjust to stimulation. The patient will leave stimulation at the current setting and see if symptoms improve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who asked if stimulation is supposed to "cut off" by itself; they had questions about intermittent stimulation. It is unknown if the change in therapy is related to positional movement. They had access to their patient programmer (pp) at the time of the call, but received poor communication with antenna use and was unable to try synching without antenna. Patient said they would have assistance later and will call back. Patient mentioned they were still swollen at the ins site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said the implant is "burning me up". They further added that they can't sit still and it is driving them crazy. As a result of what was reported, the call center told the patient to turn stimulation off until they can have the device checked, but they didn't want to do that. The call center then told the patient that they can decrease stimulation or change programs; stimulation was decreased from 7.5v to 7.4v during the call. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient has been having urinary symptoms since implant, especially at night but also during the day. The patient stated the health care physician (hcp) stated there was nothing else they could do and the hcp instructed them to contact the representative. While on the call, the patient synced with the programmer and it showed that the stimulation was off. The therapy was turned on and the patient could feel the stimulation. The patient was disconnected before more trouble shooting was done and the representative was emailed regarding the situation. On (B)(6) 2018, the patient called back and stated they couldn't get it to work at night. They stated it was costing them a fortune in pads and that it was driving them crazy. Settings were checked on the call and the patient was at program 2 at 3.5 volts and the stimulation was off. The patient stated they didn't turn it off. The stimulation was then lowered to 1.5 volts and the stim was turned on and they then increased to 2.7 volts where the patient could feel the stimulation. There were no further complications reported/anticipated.

Manufacturer narrative:
Event severity deescalated from serious injury because patient code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said the suicidal thoughts were not related to the device/therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's implant went "haywire" and didn't seem to be working because they were peeing all the time. The patient wanted to get in contact with a manufacturer representative (rep) as their healthcare professional (hcp) wasn't helping them. This issue started three weeks prior to the report. It was noted that the patient had four appointments with the hcp but did not show up. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said they had nothing but problems. They can't hold it and they wet their pants. They have incontinence during the night and it doesn't work at all, they wake up soaked. During the day, the patient reported adjusting stimulation several times a day because they can't feel it and they wet their pants. When the settings were checked, the patient was on program 2 at 3.9 v and stimulation was off. It was explained to the patient that they are shutting off their implantable neurostimulator (ins), and because so, they aren't getting therapy. It was also reviewed that they can't adjust the setting multiple times a day and it takes time for their body to adapt. As a result of what was reported, stimulation was decreased to 1.5 v, stimulation was turned on, and it was increased to 2.6 v; they reported feeling stimulation. The patient was instructed not to touch stimulation for 2-3 days, monitor their symptoms in a diary, and call back if they don't have relief. No further patient complications have b een reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they had been putting up with this for 3 weeks and no one was helping them and they needed help. Caller reported the device was driving them crazy and they were peeing all the time and had wet underwear all the time. Patient reported they had swelling on their hip where the device was implanted and it was sore. They could not stand to have a shirt touch it when they were sitting down. Patient reported the swelling had cut off their control of their urine and they were going constantly. Patient reported the device seemed to work in the beginning so they never complained about the soreness until 3 weeks ago when the device quit and they were peeing all the time. During the call, the patient tried to troubleshoot with their patient programmer and when trying to sync they saw the patient programmer batteries depleted screen. It was explained that the batteries would need to be replaced to continue troubleshooting, caller stated they were brand new batteries. Caller reported it was hard to go in public when you are peeing all over the place, but reported they would try and call back when they got new batteries. The events being reported were cutting off control of the urine, swelling and soreness on the hip and patient programmer batteries depleted. Patient called back with new batteries in the patient programmer, but nothing came up on the screen. Patient was sent a replacement to resolve the issue. Patient called back again to say their patient programmer did not work and they did not know what to do. Patient was advised to wait until they received the new programmer the next day and call back for troubleshooting. Additional information was received. The patient called back stating they received their new patient programmer and it was still not working like the previous one. Caller re-reported the symptoms from the previous calls. Patient was walked through troubleshooting, when they pressed the power button, the screen did not come on. This was resolved by removing and replacing the batteries. Caller was able to sync with their patient programmer and confirmed stimulation was off. Stimulation was turned back on and the caller confirmed they could feel the stimulation. Patient was walked through button use and icon meanings. Additional information was received. The patient called back and reported they were experiencing uncomfortable stimulation, they reported they were feeling a burning sensation since 3 weeks ago. Patent stated they were currently at 1.0 for amplitude. Patient was advised to decrease stimulation, but the patient still reported burning, so they were advised to turn stimulation off until the burning stopped and then turn back on and increase slowly. Patient reported the implant was placed 2 inches below the previous ins and it was swollen at the ins site since implant. When the patient sat in a chair, it was sore. Patient was able to confirm stimulation was on with the patient programmer, patient was turning stimulation off to see if the burning sensation would resolve. Patient reported the burning sensation was stronger when the stimulation was off. They experienced a return of urinary/bowel symptoms. Patient was redirected to follow-up with their healthcare provider and stated they didn't have one. The manufacturer representative was contacted in effort to locate physicians to help the patient, the representative reported that they were meeting with the patient the following week. The patient's indication for use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported or anticipated.